Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes the device reached eri and was explanted and replaced.

Event description:
It was reported that during normal follow up, excessive battery discharge was observed. Premature battery depletion was suspected. Device will be monitored until it reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.